Manufacturer narrative:
H.6. Investigation summary: bd received one used sample and, 6 photos from the customer in support fo this complaint and the issue of damaged (hole) tubing was observed. Additionally, 10 retained samples from the bd inventory were visually inspected and no defects were found. The same 10 retained samples were taken at random and used to draw a tube with water and no defects were found. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the returned sample and photographs attached. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was blood leakage from damage on the tubing that occurred."